Event description:
Early in the morning pt inserted contact lenses into their eyes, rinsing them with a newly opened 12 oz. Bottle of equate sterile saline solution purchased at store. Pt experienced some burning sensation, but within 45 minutes, they suddenly experienced a significant blurring of vision, somewhat like having a dense curtain of fog over their eyes, and a terrible burning sensation. After removing their contacts, the problem continued. Pt went to their eye dr within 3 hours. Pt was having a severe chemical reaction, most likely from the saline. The result was a severe irritation of the cornea which could have been worse had pt continued using the product. Pt later found out that many cases of these problems had been reported to store. Another local eye surgeon reportedly had a pt who experienced eye ulcers from this product.